Event description:
Customer reported that pump display was frozen on the bolus screen and could not be resolved with the button alarm. Blood glucose level at the time was recorded at 189 mg/dl, which was within the normal range. Technical support provided complete pump reset instructions, which customer carried out, successfully resolving the issue.